Event description:
It was reported that after the trial procedure, the patient experienced a new onset of burning severe pain down right leg. The patients vitals became unstable due to the pain and they decided to abort the remainder of the trial and pull the leads out in recovery. The patients right leg pain was still there but has gotten better since yesterday. Additional information was received that the physician believed that the neurological symptoms were related to the nerve irritation from the procedure. The explanted leads could not be retrieved due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model:sc-2316-70e. Serial: (B)(4). Batch: 7077819.

Event description:
It was reported that after the trial procedure, the patient experienced a new onset of burning severe pain down right leg. The patients vitals became unstable due to the pain and they decided to abort the remainder of the trial and pull the leads out in recovery. The patients right leg pain was still there but has gotten better since yesterday.